Event description:
The report received from the field indicated that during preparation, the 7 mm. Angioguard filter did not properly collapse and retract into the distal delivery catheter. The distal migration clip was intact, but the distal area of the catheter was not secure in the plastic housing. When the technician pulled more firmly to collapse the filter, the peel away portion of the delivery system began to unravel. The angioguard was discarded. An additional 7mm filter and it was prepped and used in the case without incident. There was no patient injury as the defective filter was not clinically used in the patient. Addendum: the preliminary analysis indicated that the device was inspected under a microscope and it was observed that a one (1) cm. Section of the coil wire was unraveled at approximately two and one-half (2.5) cm. From the tip. This condition was not observed at the account prior to shipping. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During preparation of an angioguard filter, it did not properly collapse and retract into the distal delivery catheter. The distal migration clip was intact, but the distal area of the catheter was not secure in the plastic housing. When the technician pulled more firmly to collapse the filter, the peel away portion of the delivery system began to unravel. The angioguard was discarded. Another angioguard was prepped and used in the case without incident. There was no patient injury as the complaint product was not clinically used in the patient. One non-sterile angioguard rx was received coiled in a plastic bag. The coil dispenser was not received for analysis. The filter basket was received deployed. The guidewire presented three kinks at .5cm, 1.5cm and 2.5 cm from tip. Moreover, a 35.5cm section of the deployment sheath was peeled away proximally. No other visual anomalies were noted. The device was inspected under microscope and it was observed that a 1cm section of the coil wire was unraveled at approximately 2.5 cm from tip. In addition, the filter basket did not show evidence of damage. Functional analysis could not be performed owing to the peeled away condition of the deployment sheath and the unraveling of the coil wire. Per lake region report (B)(4) : lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10306250. This packaging lot contained (B)(4) units, which were shipped from lake region medical on september 9, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿deployment (delivery) sheath- premature peeling (rx only)¿ was confirmed owing to the received conditions of the device which occurred during preparation of the device. The failure reported by the customer as ¿delivery system- loading (docking) difficulty- into delivery sheath¿ could not be evaluated owing to the received condition of the device. The root cause for the kinks, peeling away and unraveling conditions could not be conclusively determined. While the relationship between the failure and the device is not clear, neither the manufacturing records, nor the product analysis suggest there is a manufacturing issue that contributed to the reported event. Therefore no corrective action will be taken at this time.